Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The pt reported that on the morning of (B)(6) 2009 she was not feeling well. The pt mentioned she felt "spacey." In response to the symptoms she tested her blood glucose with the subject meter and obtained a result of "207 mg/dl." Within 5 minutes of obtaining the "207 mg/dl" result, the pt claimed she tested on two other meters and obtained a reading of "63 mg/dl" on both devices. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or 30 mg/dl. The pt reported that she treated her symptoms based on the results obtained with the other devices and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the pt did not have control solution to test the subject meter and test strips. Replacement products were sent to the pt. Although the pt treated self with food and/or drink in response to symptoms she associated with a low glucose, there is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia. In addition, the pt reported that she developed the symptoms prior to obtaining the alleged high result. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.